Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that the md inserted the intra-aortic (iab) via a sheath into the pt's femoral artery successfully. At an unspecified time later, the staff noticed that the blue hub on the sheath was leaking the fluid that they were injecting through the central line and a "blood clot" appeared to be in the sheath. Another iab was inserted into the same insertion site. There was no reported pt death or injury. Medical/surgical intervention was not required. The intra-aortic balloon pump (iabp) therapy was not interrupted or delayed. There were no reported pt complications and the pt outcome is good.